Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees3148 showed no similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported inserted PICC solo: valve was leaking 1 hour after even flushing and infusion. This PICC solo is still inserted for this patient with neutron nfc even solo valve leaked. No other information was provided.